Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a colleague infusion pump with lines on the main display was confirmed and reproduced during evalution. The assignable cause was determined to be lines on the main display. The main display was replaced to fix the reported condition. The user interface module software version is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "lines on main display". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.